Event description:
It was reported that, during a shoulder arthroscopy, the helix of the anchor smashed while trying to implant it. The physician was able to remove all the generated pieces and finally placed another anchor of the same reference to the patient. A delay amongst 20 min and 30 min happened as a consequence of the alleged malfunction. No patient injuries reported.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal threads on the anchor have broken off and were not returned. The area of the breakage is heavily burnished indicative of contact with the cortical layer of bone. The condition of the anchor indicates it was subjected to excessive force during insertion.